Event description:
The surgeon inserted the icm120v4 implantable collamer lens on (B)(6) 2011 and the lens was removed on (B)(6) 2012 due to low vault. The lens was exchanged for a longer length and this resolved the problem.

Manufacturer narrative:
(B)(4). Method: lens work order search, medical review. Results: a visual inspection of the returned product showed the lens was received dry and there was no visible damage observed. A lens work order search was performed and there were no similar complaints found. Medical review - review of this file indicates that the lens was not implanted in accordance with the dfu requirements (e.g. Patient age below 21 or over 45 years, acd below 2.8mm for icl/ticl and below 3.0mm for vicl/vticl, keratoconus, pregnant or nursing patients, patients with low/abnormal corneal endothelial cell density, fuch's dystrophy or other corneal pathology, patients who are amblyopic or blind in the fellow eye). Off-label use of the device, no clinical data can support the complaint events(s) or the effect(s) on the efficacy and safety of the device. This information has been communicated to the medical advisor of staar surgical and to the surgeon in case of severe deterioration of patient health. (B)(4).

Manufacturer narrative:
(B)(4)